Event description:
It was reported the pt felt soreness at the ipg site. It was reported reprogramming was attempted to provide stimulation coverage to the area. F/u identified the physician planned surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.